Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: the customer reports that the first reload of the device did not have any staples. The surgeon cut and then saw that staples had not been deployed. Another device was used to complete the procedure successfully. There were no consequences for the patient.